Event description:
It was reported that the subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing. The patient did not have symptoms during the episode, and the s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD delivered several inappropriate shocks due to t-wave oversensing, appearing to be because of a rate related bundle branch block driven morphology change. Tachycardia therapy was turned off, and the patient was being monitored in the hospital. The s-ICD system remains implanted. No additional adverse patient effects were reported.